Event description:
Our consultant went to a vns programming physician's office and reported that their serial cable is not working. The consultant had tried programming with combinations of two different wands from the office, her wand, the office serial cable, and her serial cable. The problem was with the office serial cable. Both of the office wands were verified to be working, and there were no problems with the handheld computer. The cable is being returned for analysis.

Event description:
The serial cable has been returned for analysis and completion is pending.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned serial cable. The serial cable had broken solder connections between the transceiver chip leads and the pcb. Once the leads were soldered back onto the pcb, the serial cable was able to establish communication between the handheld computer and wand. No further anomalies were identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.